Event description:
It was reported that balloon deflation problem occurred. The target lesion was located in a vessel of the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, after the balloon was inflated to 18 atmospheres, the balloon failed to completely deflate. In an inflated state, the balloon was forced back to the catheter at first, then removed the whole catheter from the patient. It took 10 minutes to remove the balloon from the patient and without any symptoms. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
The complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicated that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure using inflation media. No leaks were noted. A vacuum was then applied, and the balloon deflated fully within specification. The balloon was inflated to its rated burst pressure and deflated on three more occasions. No leaks noted in the device and the deflation times were all within specification. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No issues were identified during the product analysis.

Event description:
It was reported that balloon deflation problem occurred. The target lesion was located in a vessel of the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, after the balloon was inflated to 18 atmospheres, the balloon failed to completely deflate. In an inflated state, the balloon was forced back to the catheter at first, then removed the whole catheter from the patient. It took 10 minutes to remove the balloon from the patient and without any symptoms. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.